Manufacturer narrative:
One device was returned for analysis. Visual inspection found a moderately cracked downstream occlusion seal. Functional and visual tests were performed and the reported issue was duplicated. The cause of the reported issue was due to the keypad. As a result, the downstream occlusion sensor and keypad were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the left soft key was damaged. During physical inspection, it was found that the downstream occlusion seal was moderately damaged. There was unknown patient involvement, no patient injury was reported.